Manufacturer narrative:
All available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. The reported difficult or delayed positioning associate with clip caught on chordae and positioning failure of inability to grasp could not be replicated in a testing environment as it was related to patient anatomy and/or procedural circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported inability to grasp was due to the reported clip caught on chordae. However, a cause for why the clip being caught on the anterior leaflet cannot be determine however, a cause for how the clip got caught on the chordae and gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. Ntw (lot: 40403r1063) was chosen for implantation. During grasping attempts, the clip interacted with the chordae making grasping difficult. The clip was returned to the left atrium and the grippers were checked. The anterior gripper would not lower. Troubleshooting was performed but the issue did not resolve. A replacement device was used to complete the procedure successfully, reducing mr to grade 1-2. There were no reported patient consequences.